Event description:
A report was received that the patient was experiencing discomfort while charging as her ipg was placed in the midline incision. The patient underwent a revision procedure wherein the ipg pocket site was relocated. The patient was doing well postoperatively.